Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to the oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services advised some testing options. Since the pulse generator was being replaced for battery depletion, the doctor elected to replace the electrode as well. Both the pulse generator and the electrode were explanted and successfully replaced. There were no additional adverse patient effects. It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.